Event description:
It was reported that the pt was in a car accident and has had to use a catheter since. Her patient programmer was not working, so she could not confirm that her device was working. She was not able to adjust her stimulation. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).